Event description:
The customer reported to olympus that the guide wire tip of the lithotriptor was torn at the tip. The issue was found during preparation for a therapeutic (endoscopic retrograde cholangiopancreatography) procedure. The customer mentioned that this occurred two times in a row with the same lot number. The procedure was completed using a similar device. There were no reports of patient harm. This report is for the second device. The first device is reported on the report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. The device evaluation found that the tear was a brittle fracture, the guide wire tip had traces of the guidewire being pressed against it, and there was a small amount of foreign matter attached to the guidewire tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the guidewire tip was torn. The cause of the torn guidewire tip was attributed to excessive force applied to the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.